Manufacturer narrative:
On 8/28/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/12/2019, during the visual inspection of the sample it appeared intact.. Leak testing was performed and it revealed two tears (a and b) and leakage from the valve. Both tears measuring approximately 0.5 cm and were located in the posterior view. Microscopic examination was performed in the two tears and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possibles causes for the tears found, could be include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor siltex round moderate profile 275cc, lot number 234563, catalog: 3542640. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.